Event description:
The customer received blood glucose readings of 172-300mg/dl on her contour meter compared to a different meter that gave readings of 102-130mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The call ended before further information could be obtained. No product is expected to be returned.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the meter information.